Event description:
The customer reported that the system was intermittently displaying a white line in the image. A reboot would be required to clear the image. This issue was causing the image to be unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A short in the shutter line was repaired. The system was then found to be operating as intended.